Event description:
The customer complained of lingering taste of oil and a dry throat. He did not require medical attention as his symptoms stopped after he spent some time outside of the room.

Manufacturer narrative:
Report one of five reports from this facility.